Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: cq zuchwil, selected flow(s): device interaction/functional. Visual inspection: upon visual inspection of the complaint device it can be seen that the instrument has scratches all over the part, most of them in zig zag patterns, which resulted from contact to a hard material (most likely metallic), from hard use (rough handling) over the live span. Otherwise, the returned article is in a good condition. Functional test: during investigation a functional test was performed and has shown that the instrument is working as intended, based on this it passed the functional test. Dimensional inspection: during investigation the diameter got measured with the micrometre , the measure result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot 8868469. All relevant features are defined on the used drawing revisions of DHR of production lot 8868469. Summary: the review of the production history revealed that this item was manufactured in april 2019 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The complained malfunction of difficulty to insert the protection sleeves into the aiming arm could not be confirmed. Nevertheless, is the complaint rated as confirmed due to visible damages at the sleeve.the scratches at the sleeves could have been caused by a damage at one of the used aiming arms. In this relation it can be recommended that these devices should be checked according to the inspection instruction of our important information leaflet .based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.063, lot: 8868469, manufacturing site: hägendorf, release to warehouse date: apr. 02, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for distal radius fractures with the expert afn instruments. During the surgery, the surgeon had a difficulty inserting the protection sleeves into the aiming arm, manufactured by a competitor. The surgeon was able to insert the protection sleeves by turning them slowly, which resulted in a surgical delay of less than thirty (30) minutes. The surgery was completed successfully. The patient was reported as stable after the procedure. Concomitant devices reported: aiming arm (part number unknown, lot unknown, quantity 1), protect sleeve 12/8 l188 (part number 03.010.063, lot 3l75588, quantity 1), protect sleeve 12/8 l188 (part number 03.010.063, lot 18p9130, quantity 1). This report involves one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 3 of 3 for (B)(4).